Event description:
It was reported that during a coronary stent procedure in a distal svg, the stent delivery system lost pressure. The pt experienced some chest pain. The pt status is listed as "okay".